Event description:
Philips received a complaint on the patient information center ix indicating that there was no alarm for a non-invasive blood pressure (nibp) reading of 66/45 on (B)(6) 2026. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by philips remote service engineer (rse), who spoke to the biomedical engineer (biomed). The biomed called and asked for assistance pulling clinical audit logs for room (B)(4) on (B)(6) 2026, between 1200 and 1800. The rse determined that there were nibp yellow alarms with acknowledgements. See audit log excerpt below: on (B)(6) 2026 11:00:52, (B)(6) hospital, (B)(4), **nbps 75 <90, generated at 11:00:40. On (B)(6) 2026 11:11:52, (B)(6) hospital, (B)(4), acknowledge, on (B)(6) 2026 12:45:56, (B)(6) hospital, (B)(4), **nbps 85 <90, generated at 12:45:42. On (B)(6) 2026 12:47:04, (B)(6) hospital, (B)(4), acknowledge, on (B)(6) 2026 13:31:03, (B)(6) hospital, (B)(4), **nbps 66 <90, generated at 13:30:47. On (B)(6) 2026 14:03:44, (B)(6) hospital, (B)(4), acknowledge, on (B)(6) 2026 14:07:32, (B)(6) hospital, (B)(4), **nbps 76 <90, generated at 14:07:16 based on the results of the analysis, the device was confirmed to be operating per specifications and no failure was identified.